Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn marks on plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the use of a high-frequency (hf) instrument without a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: -3.3 endoscope inspection -4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.